Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00321, 2134265-2015-00538. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a sled to perform automatic pullback. The first pullback was then started; however, it was noted that the motor drive unit was unable to perform automatic pullback. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.